Manufacturer narrative:
Follow-ups were made to request for information on the event; however, the office has not provided the requested information yet. The reported nightguard was returned for evaluation. Additional follow-up will be made to request for event information. Once the investigation is completed and/or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced allergic reaction after using astron clearsplints.

Manufacturer narrative:
The astron clearsplints (lower) was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.